Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, an 840 ventilator generated an oxygen (o2) sensor diagnostic message. Although requested, intervention taken on behalf of the patient was not provided. The patient was not harmed or injured as a result of the event.